Event description:
Litigation alleges that the patient suffered from pain on account of her asr right hip implant. Litigation further alleges that the pain worsened considerably and significantly impaired the ability of the patient to perform normal daily activities, to include working and even walking. Litigation further alleges that the patient was injured by excessive levels of chromium and cobalt in her blood as determined from blood tests.

Manufacturer narrative:
Medical records were received and indicate the acetabular cup was well fixed and bone ingrown. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges that the patient suffered from pain on account of her asr right hip implant. Litigation further alleges that the pain worsened considerably and significantly impaired the ability of the patient to perform normal daily activities, to include working and even walking. Litigation further alleges that the patient was injured by excessive levels of chromium and cobalt in her blood as determined from blood tests. **update** (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. ***update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised to address acetabular cup loosening and pain.

Manufacturer narrative:
**Update** (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Depuy considers the investigation closed at this time.

Manufacturer narrative:
Depuy still considers this investigation closed.